Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/17/2025, it was reported by a sales representative via email that a 3.4 cannulated drill from an ar-1788j-cp biocomposite internalbrace implant system broke at the tip into the talus. It was removed from the bone with a dental pick, and the case was completed with a new ar-1788j-cp biocomposite internalbrace implant system. This was discovered during a procedure. Additional information requested on 5/8/2025.

Event description:
Additional information was received: the surgical procedure occurred on (B)(6) 2025 and involved an atfl repair with an internal brace. The 4.75mm swivelock with fibertape from the kit was utilized during the surgery. The case experienced a delay of approximately 10 minutes. It is unknown whether additional anesthesia was administered to the patient. The k-wire, 3.4-cannulated drill, and 4.75mm tap from the reported kit were used to prepare the bone socket for implant insertion. The patient's bone quality was assessed as semi-hard.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.